Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the maintenance phase of the ivtm therapy using the solex 7 catheter (lot #unknown), the customer observed blood in the start-up kit (suk) tubing and a decrease in saline from the saline bag. The thermogard system generated an "air trap warning" alarm. The customer suspects approximately 250 ml of saline was infused into the patient's bloodstream. The catheter dwell time was 12 hours. The customer discontinued the ivtm therapy. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Additional information in a2 (age), a3a (sex), a4 (weight), a5 (race), b5 (describe event or problem), d4 (lot #, expiration date), h4 (device manufacture date) and h10 (related report numbers). The customer reported complaint of a catheter leak was confirmed during the functional testing of the returned solex 7 catheter (lot #199921). A pinhole leak was observed at the middle of the serpentine balloon during the functional in/out lumen test. The probable root cause of the pinhole leak was a latent material defect. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the in/out lumen test, a pinhole leak was observed at the middle of the serpentine balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and there was no similar complaint reported for solex 7 catheter with lot #199921.

Event description:
During the maintenance phase of the ivtm therapy using the solex 7 catheter (lot # 199921), the customer observed blood in the start-up kit (suk) tubing and a decrease in saline from the saline bag. The thermogard system generated an "air trap warning" alarm. The customer suspects approximately 250 ml of saline was infused into the patient's bloodstream. The catheter dwell time was 12 hours. The customer discontinued the ivtm therapy. No further information was provided. The patient's status information was requested, but the customer did not provide a response.